Manufacturer narrative:
The sample was received for evaluation on 01/20/2011 and sent for decontamination. Upon completion of the investigation, a supplemental report will be submitted. Internal file number: (B)(4). Date submitted: 01/28/2011.

Event description:
The catheter was placed on (B)(6) 2010 into the dog's cephalic vein on the right front leg. The catheter was secured with adhesive tape. Plasmalyte was infused. The incision started to bleed upon removal of the adhesive. Upon removal of the catheter, 0.5cm of catheter, tubing remained in the dog. Unable to view the lost tip via x-ray or through surgical intervention. The vet consulted another vet; suggested CT as dog was at risk for emboli. The dog is in stable condition..